Manufacturer narrative:
Complaint receipt: 8/17/2016 - received used one 46085-47, monitoring kit w/03ml flush device for (B)(6) hosp. Reported lot# 3265536. Partial device return, only the drip chamber with admin tubing was returned. The drip chamber was confirmed to leak at the bonding site of the bag spike. Functional testing: drip chamber was leak tested and restriction testing. Leaking was observed through the drip chamber reservoir to the spike bond. Nothing was returned below the drip chamber and admin tubing. No air was observed to enter the line through the drip chamber during priming, only leaking out of the drip chamber could be confirmed. Analysis summary: the reported complaint was confirmed. The root cause of the failure was due to an insufficient seal between the chamber and spike bond. A "scar", supplier corrective action request has been submitted to the vendor. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one 46085-47, monitoring kit. Report states, air was entering the line at the area where the clear plastic drip chamber connects to the white plastic spike (around the rim). No adverse patient consequences reported.